Event description:
Information received indicates no patient event; the component assembly error was detected after the start of bypass and was corrected. During the case the hcp noted the vacuum relief valve had been inserted into the vent line backwards. The patient was not taken off bypass; lines were clamped and the valve assembly was attached correctly into the vent line during the case. A minimal amount of patient blood loss was noted and the case was completed with no patient complication reported.